Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient was asymptomatic. The diagnostics were cleared and the device was reprogrammed. The patient remained in good condition.